Event description:
Medwatch #(B) (4). Approximately 2mm tip of scissor broke off during open septorhinoplasty. Xray confirmed it was in the pt's mallary sinus. The piece was removed with magnetized suction and follow up xray confirmed the tip had been removed. The only device information available was what was printed on the scissor.

Manufacturer narrative:
The reported device was not available for evaluation and a lot number was not provided. Without the lot number, we are unable to review the device history records. Without the reported device we were unable to confirm the reported issue and determine a root cause. If the device becomes available for evaluation, an investigation will be conducted and a follow-up report will be made.